Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The stent dislodgment was confirmed. The failure to advance was not confirmed as it was based on case circumstances. The reported difficulties and subsequent patient effects appear to be due to operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, left peroneal artery. The lesion was pre-dilated with a 3.0 balloon. The 4.0x18 mm herculink stent delivery system (sds) was advanced in the patient anatomy however the sds failed to cross the target lesion due to resistance felt with the anatomy. While attempting to advance the sds, the stent dislodged in the patient anatomy. A snare device was used to remove the stent. The procedure was discontinued. The patient is stable. There was clinically significant delay during the procedure. No additional information was provided.